Event description:
The pt was seeing on march 2006 to see why she was not getting any benefit from her audio processor. The results of the audiologist's examination were that she has a filed internal device. Revision surgery is scheduled for 2006.